Event description:
It was reported that customer have been made aware that on a couple of different instances the balloons of these temperature sensing foley catheters have not deflated correctly. Per customer follow up information received via email on 03dec2025. It was reported that lot # pk7676940 was provided. Product was used on the patient. No noticeable defect before use on patient. When attempting to deflate foley balloon it would not deflate. The patient experienced shearing of the urinary tract.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states, to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate to deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed, if this fails contact adequately trained professional for assistance, as directed by hospital protocol. A DHR could not be performed since no lot number was provided. Corrections d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer have been made aware that on a couple of different instances the balloons of these temperature sensing foley catheters have not deflated correctly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer have been made aware that on a couple of different instances the balloons of these temperature sensing foley catheters have not deflated correctly. Per customer follow up information received via email on 03dec2025. It was reported that lot # pk7676940 was provided. Product was used on the patient. No noticeable defect before use on patient. When attempting to deflate foley balloon it would not deflate. The patient experienced shearing of the urinary tract.

Manufacturer narrative:
Correction: b, h. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states, to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick" in the valve. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate to deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed, if this fails contact adequately trained professional for assistance, as directed by hospital protocol. A DHR could not be performed since no lot number was provided. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer have been made aware that on a couple of different instances the balloons of these temperature sensing foley catheters have not deflated correctly. Per customer follow up information received via email on 03dec2025. It was reported that lot # pk7676940 was provided. Product was used on the patient. No noticeable defect before use on patient. When attempting to deflate foley balloon it would not deflate. The patient experienced shearing of the urinary tract. Per follow up information received on 03jan2026, it was reported that they had another one of these foley trays today that did not deflate. They believe this is lot# pk7676940, they were sent a picture of the sheet.